Event description:
It was reported that the school nurse programmed the customer's insulin bolus and mistakenly entered the blood glucose (bg) value in the carb setting, and the carb value in the bg setting. After bolus was delivered, the nurse realized the error and stopped insulin delivery. Bg level was impacted (70 mg/dl); however, school nurse indicated that bg would be monitored and treated if necessary before sending the customer home from school.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed. Follow up 01/20/2015: customer's mother stated customer was doing well.